Event description:
Vague report of leakage with the blood warmer device. Reportedly the daughter of the pt was near the device when the leak occurred. The daughter was exposed to blood bank blood and demanded to be screened and treated for hepatitis. She was treated per hosp blood exposure protocol. No other issues reported.